Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test. IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Event description:
A physician reported that his patient was experiencing increased asthma symptoms 1 year post essure procedure. The patient had a nickel allergy test performed and a nickel allergy was confirmed. The physician removed the essure micro-inserts and performed a hysterectomy on the pt. The pt's symptoms resolved following essure micro-insert removal and she is doing well.

Manufacturer narrative:
(B)(4).